Event description:
This ICD was explanted and returned as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion mfg lyra model ICD's. The battery voltage fell within the range where angeion recommended explantation. Therefore, this device was explanted in 2002.